Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A field service engineer modified the windows firewall, modified the usb hub settings to never sleep. Disabled the wi-fi nic adapter and launched an application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer stated that drawers could be closed, and they were not able to use them and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.